Event description:
It was reported that the user discontinued the ilet due to dislike of tubing and experienced episodes of low blood glucose while using the system, leading to a return request. Symptoms included hypoglycemia with nadirs in the 50s and no associated signs such as loss of consciousness or dizziness. Outcomes included self-management with oral glucose and no medical intervention or hospitalization. Investigation included review of complaint details and coordination of device return logistics. Investigation of this case revealed an adverse event of hypoglycemia with an unclear relationship to the device, and no alerts or alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.